Event description:
It was reported via repair work order that the recliner backrest was broken and would not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the recliner backrest was broken and would not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the recliner backrest was broken and would not support patient weight. Supplemental submitted as further investigation determined the backrest would lean back when weight was applied to the backrest, due to spongy backrest. This would result in caregiver annoyance additionally, it is not likely to harm the patient as and the recliner would still support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.